Manufacturer narrative:
During service visit a beckman coulter field service engineer (fse) evaluated the instrument and replaced the reagent probe b waste valve (solenoid valve) to resolve the calibration, quality control and leak issue. No further leaking was observed. Fse primed instrument and ran calibration, quality controls without errors. Instrument resumed operation. (B)(4).

Event description:
The customer reported a calibration and quality control failure and fluid leak from reagent probe b on their unicel dxc 600 instrument. The customer stated the leak was contained to the instrument. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.